Event description:
It was reported to boston scientific corporation on april 10, 2007, that during an endoscopic retrograde cholangeopancreatography with lithotripsy using a trapezoid rx lithotripter (patient age and gender unk), "the basket broke as designed", however, "the metal bead (tip) became lodge (d) in the bile duct". The tip was "too high up (in the bile duct) for removal; therefore, the physician "removed the stone and placed the stent". He believes the tip will pass. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Three possible lots have been identified for the device involved: 9359333, 9311248 and 9248261. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additonal complaints have been recorded for these lots. The february 2007 15-month lithotripter basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.